Event description:
A report was received that the patient was experiencing extended ipg charging. It was noted that tnhe ipg would not charge beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(4)) device evaluation indicated that the ipg complaint was confirmed. Upon receiving, unreported device behavior was also observed; the device was emitting irregular beeping when a charger was coupled. The source of the symptom was confirmed to be the battery management circuit in u2-asic. The profile data showed that charging current and thermistor temperature were within the normal ranges however, the achieved battery voltage was not optimal as the complaint indicated. The device was charged fully prior to the release. The cause of the device damage couldn't be determined. Review of the device history records reveal no anomalies.

Event description:
A report was received that the patient was experiencing extended ipg charging. It was noted that the ipg would not charge beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively.